Event description:
It was reported that the pt is experiencing pain in hip area. Pt had blood test and MRI. Pt is scheduled for revision surgery.

Manufacturer narrative:
At this time, the pt was unable to identify the device implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.